Manufacturer narrative:
Product ID 8870aai, serial# (B)(4), product type software, product ID 8840, serial# (B)(4), product type programmer, physician product ID 3387s-40, lot# v815155, (B)(4).

Event description:
It was reported that the patient experienced shortness of breath, pulmonary edema, and paroxysmal nocturnal dyspnea 2 days following the procedure. It was reported that this event was unrelated to the external neurostimulator system (ens) and components. The patient was admitted to the emergency room on (B)(6), 2012 then admitted to the hospital on the same day. A diagnosis of non-st elevation myocardial infarction was reported. It was noted that medications were administered to treat the patient for the reported event. Additional information was requested, but was not available at the time of this report.

Event description:
Additional information indicated that the event was related to the standard of care procedure (carotid endarterectomy), and not to the study driven protocol. The event was considered resolved on (B)(6)-2012, 52 days post-onset.